Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the end of the drive geometry had broken off. The remaining hex tip was notably twisted. Assessment of the breakage site indicated that the device most likely broke under torsional strain. The cause remains undetermined, however a probable cause can be attributed to over-torqueing/over-engaging with the screw head.

Event description:
It was reported that during an univers reverse shoulder prosthesis surgery the tip of the driver broke off inside the screw. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. 25-may-2022 update (B)(4). Further information were provided that the tip broke off outside the patient and before it was used on the patient.